Event description:
It was reported that during a procedure, surgeon was impacting the head of the ex-nail with the slide/fixed hammer and the handle split down the middle with the hammer head falling on the floor. Surgeon selected another mallet and completed the procedure. All pieces were collected.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received and visual inspection noted the handle was broken in half. Instruments has the appearance of being old and used often. Also, noted the sample has signs of normal wear and tear. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a mfg perspective.